Manufacturer narrative:
Date of event was unknown and is estimated based on aware date.

Event description:
It was reported that a sheath detachment occurred. The opticross hd imaging catheter was introduced for lesion visualization. However, during the procedure, the device fractured. The device was removed and the procedure completed successfully with another device. No patient complications were reported.